Manufacturer narrative:
This report is for an unknown dhs/dcs construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: richard willoughby (2005), dynamic hip screw in the management of reverse obliquity intertrochanteric neck of femur fractures, injury, vol. 36, pages 105-109 (new zealand). The aim of this study was to assess the results of treatment of reverse obliquity intertrochanteric fractures at middlemore hospital and to compare this to the results in the literature. During 1998 to 2001, a total of 48 patients had reversed obliquity fractures were treated with fixation. 6 were lost to follow-up leaving 42 in the review. The average age of the patients was 67 years. 28 patients were females and 14 patients were males. 35 patients were treated with an unknown synthes dynamic hop screw (dhs), 5 patients were treated with a reconstruction nail and 2 patients were treated with an unknown synthes proximal femoral nail (pfn). The following complications were reported as follows: 2 patients underwent revision surgery due to failure of dhs. The failures of the dhss occurred through medial migration of the distal fragment (as allowed by the device¿s dynamic nature) that caused pain and nonunion. 1 patient underwent revision surgery due to failure of dhs. The failures of the dhs caused malunion. 6 patients were non-weight bearing for 6 weeks. 7 patients have limited mobility because of their pre-existing medical problems (most commonly arthritis in other joints, cardiac or respiratory disease, or in 1 case amputation of the other leg). 4 patients are limited by their fractured leg. 1 patient is unable to walk the same distances before her accident because of aching discomfort. 2 patients started using walking sticks where they needed no assistance prior to the injury, and 1 male patient needed a walking frame following his injury, whereas prior to the injury, he used a stick for walking outside. 6 patients use paracetamol and only 2 patients used stronger analgesia for pain. Both of these patients occasionally use nsaids to control breakthrough pain. This is report 3 of 5 for (B)(4). This report is for an unknown dynamic hip screw (dhs) construct.